Event description:
It was reported that the patient¿s stimulator was ¿coming on¿ inside stores and at her mechanic. The stimulation was pinching her on the side and while she slept. This has been happening for the past 2 years, after she lost about 75 pounds. The patient was assisted to turn the device off. It was further reported that the patient thought the device may be turning on when walking past large magnets. The patient planned to meet with a provider to have the device interrogated. Additional information was requested, if received, a follow up report will be sent. Of note, the patient had bilateral stimulators. It was unknown which, or if both, stimulators were affected. See MFR # 6000032-2013-00169

Manufacturer narrative:
Concomitant medical products: product ID 7424, serial# (B)(4), implanted: (B)(6) 1995: product type implantable neurostimulator; product ID 3487a, lot# n22251, implanted: (B)(6) 1995: product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995: product type extension; product ID 3487a, lot# l35343, implanted: (B)(6) 1995: product type lead; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1995: product type extension. (B)(4).